Event description:
The hospital reported that during the endoscopic radial artery harvesting procedure, it was reported that the pt had median nerve injury. The hospital did not provide any details regarding when the nerve injury was identified. It was commented that the injury may have been caused by the surgeon inserting the dissection cannula too far up to the elbow to where the median nerve is present. There was no reported malfunction. Follow up attempts did not yield any further info, the hospital would not disclose info on if there was any surgical/medical intervention done after the nerve injury or the current status of the pt.

Manufacturer narrative:
After the procedure, the hospital discarded the product, a lhr review cannot be performed because the lot number was not provided by the hospital.